Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0, 14.0, and 124.0 cm from the proximal end. The pusher assembly was fractured at approximately 69.0 cm from the proximal end. The stretch resistance wire (sr wire) was fractured and the proximal constraint sphere was present inside the distal detachment tip (ddt). The embolization coil was detached from its pusher assembly and unraveled. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as a sr wire fracture may occur. The sr wire fracture was likely the pop that was observed during retraction of the ruby coil. The lantern identified in the complaint was not returned for evaluation and, therefore, the root cause of resistance could not be determined. Further evaluation of the returned ruby coil revealed kinks and a fracture in the pusher assembly. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the varicelle artery using a ruby coil. During the procedure, the physician placed a ruby coil through the lantern delivery microcatheter (lantern) and resistance was encountered. While extracting, a "pop" was felt and it was observed that the ruby coil had unraveled. Therefore, the ruby coil was removed. The procedure was successfully completed by using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.